Event description:
The intra-aortic balloon was inserted into the pt on 8/18/98 at 2:45 pm. The dr had difficulty removing the intra-aortic balloon from the pt on 8/18/98 at 8:45 pm. A vascular surgeon was consulted. The pt had severe bleeding and a transfusion was required. Also, the pt had major ischemia and removal surgery was required. The pt went on to expire on 9/2/98 at 5:00 am. The contact stated that the pt's death was not a direct consequence of the intra-aortic balloon or intra-aortic balloon therapy. The intra-aortic balloon was not returned to datascope for evaluation. Event complications: severe bleeding/transfusion/major ischemia/removal/surgery. Pt's current status: expired - reported 1/4/99.